Manufacturer narrative:
Device passed displacement, active current measurement, and self tests; it failed sleep current measurement test. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. The high sleep current measurement appears to be due to a problem associated with the electronic assembly.

Event description:
Customer reported via phone call that the insulin pump had low battery alarm. The customer¿s blood glucose level was 285 mg/dl at the time of the incident. Customer stated vibrate mode was active on insulin pump. Troubleshooting was performed. The insulin pump will be returned for analysis.